Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The MFR received information alleging a ventilator would not power on or would not charge. There was no harm or injury reported. The device was not in pt use.